Event description:
It was reported that this device exhibited a lead safety switch (lss) due to out of range, low impedance. Boston scientific technical services were contacted and recommended performing thorough lead integrity testing through provocative maneuvers, as well as diagnostic imaging to exclude lead impairment. Additional information was requested regarding the specific device information and healthcare facility information, but has not yet been received. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.